Manufacturer narrative:
Event description, corrected data: it was inadvertently not provided in the event description of the initial report that the serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection. Device evaluation, labeled for single use, corrected data: it was inadvertently marked that the device is single use in the initial report. Usage of device, corrected data: the usage of the device was inadvertently marked as ¿initial usage of device¿ in the initial report.

Event description:
The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.

Manufacturer narrative:
(B)(4). Additional information, corrected data: the suspect device UDI was inadvertently not provided in follow-up report #02.

Event description:
It was reported by a company representative that their programmer was having communication issues. The 9 volt battery was changed in the wand, but the issue did not resolve. The representative then changed the usb serial data cable which resolved the issue. The usb serial data cable has not been received for analysis to-date. No additional relevant information has been received to-date.